Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation on the right ventricle. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b2. Outcomes attrib to adv event. Corrected fields: b5. Describe event or problem, h6. Coding.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem h6. Coding.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation on the right ventricle. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.